Manufacturer narrative:
Section h6,b5 is updated in this report . It is reported as uno report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged of having eye irritation, nose irritation, respiratory tract irritation . No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer became aware of an allegation that an end user developed a eye irritation, nose irritation, respiratory tract irritation while using an rep dreamstation auto CPAP, dom - recrt. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an allegation of eye irritation, nose irritation, respiratory tract irritation. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was one error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got corrected reporting address line 1, reporting address city, reporting address state, reporting address postal, box h:(device) problem code grid, evaluation method code, evaluation results code and conclusion code grid, remedial action init, recall (z) number has been updated.